Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation of the oxygen blending module board, it was found to operate to design specifications. The interface board was also returned to the manufacturer for further investigation. The manufacturer found the root cause of the interface board being contamination to connector (j3) causing improper communication to the oxygen blending module board.